Event description:
Boston scientific received information that noise was observed on the shock channel of the right ventricular (rv) lead. No noise was observed on the ventricular channel. All measurements on the right atrial (ra) lead were within normal parameters. Attempts to recreate the noise were unsuccessful. No adverse patient effects were reported. The rv lead remained implanted and in service. At a later date, additional information was reported that the patient with this rv lead went to the hospital after receiving a shock. While the patient was being seen, a healthcare professional discovered within the patient's notes that a possible insulation breach on the rv lead was suspected. Boston scientific technical services (ts) was contacted for further assistance and to inquire if the rv lead could be programmed off as the patient only needs the implanted cardiac resynchronization therapy defibrillator (crt-d) for pacing therapy. No adverse patient effects were reported as a result of this later incident.

Manufacturer narrative:
A ts consultant provided assistance on how to determine if the delivered shock was appropriate or inappropriate and to also check the episode for noise. Further testing was also discussed to test the lead integrity. At this time, this rv lead remains implanted and in service. If any additional information does become available, this report will be updated.